Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating they had needle break and lost sensor alarm. Customer's blood glucose at time of incident was unknown. The customer reported that 7 sensors out of 2 boxes have not had any sensor electrode and she found out after having several lost sensor alarms. The customer was advised that we are sending replacement.